Manufacturer narrative:
Pxc141400/9709858 pxc161000/9490773 a review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was implanted with three gore® excluder® aaa endoprostheses ((B)(4)) to treat an abdominal aortic aneurysm. On an unknown date, computed tomography scan reportedly identified an infected graft. The physician indicated that hardware implanted during a previous spinal fusion procedure may have eroded into the area of treatment, causing the infection. On (B)(4) 2015, the excluder® components were explanted, and the vasculature was surgically repaired. During the procedure, the patient reportedly lost approximately 10l of blood, and was transfused with 20 units. The patient tolerated the procedure. The explanted devices were retained by the facility and were not made available for analysis by gore.